Event description:
Rn reports a pre-renal patient with a leak in the twist clamp area of the transfer set. The rn noted this leak during a routine bi-weekly catheter flush. The transfer set was 4 months old. The patient received a transfer set change and prophylactic antibiotics (medication and dosage unknown). As the patient is of pre-renal status, the rn was unable to provide any further information.